Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 504 mg/dl (28 mmol/l) while wearing the pod between 37 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen) and the cannula retracted, indicating a needle mechanism failure. Symptoms reported include vomiting, malaise and ketones levels of 88.2 mg/d (4.9 mmol/l). The patient was transported by an ambulance to new cross hospital and was treated by a medical professional with intravenous insulin drip and saline drip. The pod was removed at the hospital and discarded. The patient was released on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.